Manufacturer narrative:
The device has been returned to the manufacturer for evaluation and repair and arrived on 04/23/2019. The device was not functioning due to a ruptured battery connection cable. The insulations of the wires were damaged and the negative pole was ripped off completely. The enclosure of the pacemaker was cracked on both sides. There were no further defects on the hardware. It can be assumed that the battery connection cable was ruptured during a battery change procedure and the operator may have pulled with extensive force on the battery without holding the clip with the other hand. The enclosure may be cracked due to external mechanical impact like dropping down to the floor. The repair included the replacement of the enclosure and the battery clip with connection cable and a complete functional and safety test.

Event description:
It was reported that the external pulse generator (epg) had melted battery cables. The epg was returned for service. There was no patient involvement.